Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2009-08724 for hospitalization under the insulin pump.

Event description:
The customer's mother stated that insulin leaked past the o-rings after filling the reservoir. The mother then noticed that the reservoir was completely empty and rushed the customer to the ER. The customer's blood glucose reading was 594 mg/dl when admitted. The customer was not available for troubleshooting at the time of the call. Nothing further was reported.